Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was 70% stenotic lesion in a non-tortuous left anterior descending artery (lad). The physician predilated the lesion with a 2.5 x 20mm maverick balloon at 6 atms for 33 seconds, 14 atms for 34 seconds, 6 atms for 33 seconds, and 6 atms for 30 seconds. After predilation the physician attempted to reach the lesion with a taxus express2 2.6 x 16mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then predilated the lesion again with a 3.0 x20 mm maverick balloon at 6 atms for 30 seconds and at 10 atms for 32 seconds. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 24mm drug eluting stent. Again, the taxus stent was unable to cross the lesion. The physician then decided to predilated the lesion a third time with a 3.0 x 15mm quantum balloon at 20 atms for 30 seconds. After the third attempt, the physician successfully deployed a taxus express2 3.0 x 28 mm drug eluting stent at 9 atms for 35 seconds. Upon withdrawal the fully deflated balloon was sticking to the stent. The physician attempted to re-inflate the balloon to 13 atms for 20 seconds, however, was unsuccessful. The physician was able to remove the balloon. After the guide catheter deep throated down the vessel. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good".